Event description:
The caller is reporting the tip of an electrode broke and fell into the pt. The surgeon removed the piece from the pt, and there were no adverse effects reported.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for eval. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if the broken fragment was not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.